Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The blood glucose results were 158, 259, 193, 279 and 199 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.